Event description:
Pieces of shredded raytec noted in surgical field during procedure. Three separate packages with different lot numbers on surgical field at that time lot numbers were 141208a, 170601kf, 170702kf. Manufacturer response for raytec 4x4, (brand not provided) (per site reporter). Thank you for your comments and the photos. I have not receiving this complaint from any other account and 4x4 16 ply is an incredibly popular raytec, which makes me believe that this issue may be related to a particular lot. I also am not sure how big a lot is, but I will certainly research it to find out. Regardless, as stated, this is a patient safety issue that we need to resolve. I will escalate and get you the 4x4 32 ply sample. If it is related to a lot, then I need to find out how we go about resolving. I should have more information tomorrow.